Event description:
After 3 weeks of use, leakage was seen at the exit site when flushing with saline. No injury to the pt. The catheter was removed and discarded.

Manufacturer narrative:
The device history review showed nothing related to this incident. The lot history review showed 3 complaints of similar nature.